Event description:
Operator reports difficulty activating AED when attempting to deploy for victim of workplace accident (victim was crushed).

Manufacturer narrative:
(B)(4). Device evaluation is pending. Issue reported based on outcome. Date of manufacture: july, 2007.